Manufacturer narrative:
.

Manufacturer narrative:
Event date: (B)(6) 2015. Received by MFR date: 01/29/2016. Conclusion / root cause: the shorted q18 and d7 on the power management pcba prevented the ventilator to power on. This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The international customer sent the device to the international service center for preventive maintenance. There was no patient involvement.